Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received fully deployed. Download data shows an 0x40 alarm was generated during operation, indicating that the rotational sensor maximum open count was exceeded. Download data also shows the pod delivered a total of 76 pulses, 45 of which was first prime, but a drive stall was observed during the attempted delivery of a bolus after the pod completed activation which caused the 0x40 alarm. Upon investigation of the drive mechanism, the exact cause of the observed drive stall could not be determined. Although no damages were found during investigation, a root cause for the reported needle did not deploy could not be determined.